Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. The customer attempted to self treat with a correction bolus via the pump. However, the customer went to the emergency and was later admitted to the hospital with diabetic ketoacidosis. During hospitalization, the customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2022, with issue resolved.